Manufacturer narrative:
With the information provided and without the handpiece or bur used during the procedure for evaluation we cannot determine the cause. Based on the information provided, it appears the failure may be related to a handpiece that is not functioning properly most likely related to a lack of maintenance. Excessive vibrations could cause the bur to unlock from position during use. A review of the DHR for the related bur indicated the product was within specification. Device not returned to manufacturer.

Event description:
Received user facility MDR report from FDA: during the total knee revision on (B)(6) 2014, a bur was attached to the micro 100 power system device and reportedly locked into place. The surgeon feels the vibration of the drill caused the bur to loosen from position and fall into the patient's tibial canal. They were unable to retrieve the bur from inside the bone, there remains a retained bur tip in the patient's distal tibial canal. Original procedure : left distal femoral replacing left total knee arthroplasty; removal of left femoral nail. Device used: hall micro 100 drill, serial # (B)(4).